Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for medi-lift we have found a low number of other similar cases - tipping of the device. Trend is slightly decreasing. Please note that arjohuntleigh manufactured about (B)(4) med-lifts to date. If compared to the amount of sold devices and in comparison to their daily use, the occurrence rate observed for reportable complaints with this failure mode is considered to be very low. It was reported to arjohuntleigh that the patient (male) was being transferred to wheelchair utilizing the med-lift. One of two assisting caregivers was standing in front of the wheelchair and when the weight of the patient (B)(6) was placed in the chair by other caregiver, a chassis leg of the lift got 18 inches off the floor and hit the staff member in the shin (just below the knee). The lift then moved forward that its wheel landed on her toe. The caregiver was sent to emergency department and x-ray was made to see if there was a fracture. No serious injury was sustained - only abrasion to the leg. Taking into account the above fact, it is considered that the device was involved with a reportable incident - tipping of the device. No training records for the caregivers were provided for our reference. The involved lift is under an arjo service contract, however a date of its last maintenance/service remains unknown. In course of the investigation it has been tried to determine the most likely root cause of the reported issue - tipping of the device. It is worth noting that during the inspection of the device after the event no malfunction was found, therefore it can be stated that it did not fail to meet its specification at time of the incident. The arjohuntleigh representative interviewed involved caregivers. They were very vague about what happened and did not remember how the leg on the lift got off the floor. Based on previous investigations, the following factors are considered the possible causes for lift tipping: the brakes were still engaged when raising or lowering the patient, the lift was maneuvered using other parts of the system than the handles, such as mast, motor shaft, boom, sling or patient, obstruction on the floor was present and the lift was pushed towards it, the lift was pushed sideways instead of forward direction, the lift was not in good working condition. From the information and comments provided it is most likely that during transfer of the resident the lift's leg could have stuck under the wheelchair. To position the resident in the chair the one caregiver would have to pull on him/her or other part of the lift (e.g. Boom or mast). Please note that medi-lift operating manual (the instruction for use) provides safety instructions and warnings regarding maneuvering the lift with a patient on it: at first: "do not attempt to use this equipment without understanding this manual " "do not attempt to maneuver the lift by pushing on the mast, motor shaft, boom or patient." "Do not use, in any way, the actuator as a handle to push or pull the lift. If the actuator is used as a handle, the caregiver and the patient safety is greatly compromised." "Always maneuver the lift with the handles provided." "Do not attempt to push or pull a loaded lift over a floor obstruction which the casters are unable to ride over easily." "Only trained and qualified caregivers should transfer a patient. Do not attempt to use the lift if you have not been properly trained to do so." Furthermore: "brakes should not be used in the following situation: - when raising or lowering a resident/patient in the lift over a bed or chair. Leaving the brakes off allows the lift (with resident/patient) to maintain its center of gravity throughout the transfer, and reduces the tendency for the resident/patient to move laterally outside the base area." From received information and our evaluation presented above we consider cause of this incident to be related to use error - it is likely that the resident or parts of the lift such as mast, motor shaft, boom was pulled, that led to dislocation of the center of gravity of the lift what could have led to a loss of stability and ultimately tipping of the device. If safety warnings and recommendation regarding correct use of medi-lift had been followed in accordance to device's instruction for use, there would have been no caregiver or patient at risk. Looking at the incident scenario it has been established that medi-lift was being used for patient handling at the time of the event and in that way contributed to the adverse event - device tipping. There was no device deficiency found that could have caused or contributed to its tipping and from that perspective the device was up to its specification at the time of the incident.

Event description:
On (B)(6) 2016 arjohuntleigh has become aware of a customer complaint - as reported, the patient (male) was being transferred to wheelchair utilizing the med-lift. One of assisting caregivers was standing in front of the wheelchair and when the weight of the patient (B)(6) was placed in the chair by other caregiver, a chassis leg of the lift got 18 inches off the floor and hit the staff member in the shin (just below the knee). The lift then moved forward that the wheel landed on her toe. The caregiver was sent to an emergency department and x-ray was made to see if there was a fracture. No serious injury was sustained - only abrasion to the leg.